Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair and evaluation because of failure. The device overheats when in use and there is concerns that the battery is part of the problem. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Manufacturer narrative:
Additional narrative: service history was reviewed for this device and determined that there were no prior service reports. During pre-repair diagnostic assessment, the service technician reported that the battery was malfunctioning and damaged due to normal use of the device. The battery was replaced. After service, the execution of the final inspection has been performed through regular functionality checks of the product. Placeholder.